Event description:
A us distributor contacted zoll to report that a patient developed a burning rash under the therapy pads of the lifevest equipment. Patient described the area as red, peeling, and itchy blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment and advised removal of the lifevest due to the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.